Manufacturer narrative:
Up to now, the implants are not available for investigation, furthermore we did not know the reference code, as well as the batch number. There are no x-ray figures available. Investigation: no product at hand: therefore an investigation is not possible. Pictorial documentation: there are no pictures available. Batch history review: a review of the device quality and manufacturing history records is not possible because the material number as well as the batch number is unknown. Conclusion and root cause: based on the information available it is not possible to determine a possible root cause for the failure. Rationale: in the light of the little information received and due the circumstance that we did not received the complained devices it is not possible to determine a root cause for the mentioned failure.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with knee implants, vega system. The primary surgery occurred on (B)(6) 2018 and the revision surgery occurred on (B)(6) 2019. It was reported that sometime after initial implantation, the patient has experienced knee pain, difficulty walking,standing, loosening and instability of the implant. This resulted in a revision surgery. The adverse event is filed under (B)(4).